Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cna0t3-t9) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient developed endophthalmitis due to lens. Medical treatment to the patient was irrigation of anterior chamber and vitreous. The lens remains implanted in the patient's eye. Additional information was received and stated that the patient had descemet¿s membrane folds, toxic anterior segment syndrome (tass), conjunctival hyperemia, abnormal flare value (30 or higher), severe inflammation around the iol. No iol replacement was performed instead washing of the anterior chamber and vitreous was carried out. The patient was treated with betamethasone, cefmenoxime hydrochloride, bromfenac, levofloxacin, teprenone.